Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if issue appeared again, which customer acknowledged and understood.